Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate. The cause of and treatment for the event were not reported. It was reported that the patient was hospitalized for the event. At the time of this report, the patient has not recovered from the event. On an unknown date, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information could be provided as the reporter declined follow-up.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.